Event description:
It was reported that the stitcher needle broke. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The additional information received clarifies that the device broke outside the patient. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that the sticher needle broke outside the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.